Manufacturer narrative:
Product analysis results: visual and optical examination identified that the tip of the torx driver has been chipped. This is consistent with overload. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) surgery due to lumbar spinal canal stenosis at l4/5. The tip of the torx driver has been chipped/broke. No fragments of the stripped device remained inside the patient. There was a delay of less than 60 min in overall procedure due to this event. No patient symptoms or complications were reported as a result of this event.